Event description:
Event description cpi received information that this bipolar endocardial tined lead bt10 was exhibiting noise, they elected to remove this lead from service and replaced it with another cpi lead.